Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, cartridge was in use for 5 days. Customer declined troubleshooting and reported that occlusion was due to cartridge. Customer's blood glucose was 174 mg/dl. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.